Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during a colonoscopy procedure performed on november 2, 2023. During the procedure, the physician placed the clip on the desired site and requested the nurse to close and deploy it. Although the jaw of the clip was locked, the nurse felt a delay within the delivery system and was unable to remove the clip from the catheter. As a result, they had to cut the handle to release it. Once the handle was cut, they felt a release of pressure on the clip and were able to pull it out successfully. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of would not release from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during a colonoscopy procedure performed on (B)(6) 2023. During the procedure, the physician placed the clip on the desired site and requested the nurse to close and deploy it. Although the jaw of the clip was locked, the nurse felt a delay within the delivery system and was unable to remove the clip from the catheter. As a result, they had to cut the handle to release it. Once the handle was cut, they felt a release of pressure on the clip and were able to pull it out successfully. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of would not release from the catheter. Block h10: investigation results the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device was returned with the clip assembly stuck into the bushing. Additionally, the catheter returned detached in two sections. Microscopic examination was performed, and it was found that the clip assembly bottom part was deformed, and the detached sections have evidence of a mechanical cut. Functional evaluation was performed, and it was found that the handle does not have communication with the clip assembly. No other problems with the device were noted. The reported event of clip unable to release from catheter was confirmed. It is possible that the amount of tissue grasped was bigger than the clip could close, causing the customer needed to apply an excessive force to close the clip arms in order to activate them. However, due to the amount of tissue grasped, this force was enough to detach the clip from the bushing, but it was not to activate them. Subsequently, due this detachment, when the customer attempted to reposition the clip into the bushing, the clip got incorrectly positioned, and most likely the physician kept pulling back the clip, causing the control wire and clip detachment, resulting to a deployment problem. Regarding the clip assembly being deformed, this is likely due to the entrapment against the bushing. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.